Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to remove, physical resistance and stent explantation could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances fro this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the stent delivery system (sds) was removed and re-inserted during the procedure. The zeta instructions for use (IFU), states that an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure of the 20 year old coronary artery bypass graft to the left diagonal in a proximal lesion, a non-abbott filter guide wire was positioned. A 2.5 x 12 mm non-abbott balloon dilatation catheter (bdc) was used for pre-dilatation followed by an attempt with the 4.0 x 33 mm zeta stent delivery system (sds), but it could not advance and cross the lesion. A second pre-dilatation was performed with a 3.0 x 12 mm bdc; then the zeta sds was successful in crossing the lesion. The stent was deployed and appeared to be inflated under fluoroscopy. After the balloon deflation the sds met resistance and could not be removed. Suspecting that the balloon may have caught under the stent, the balloon was inflated and deflated again. The balloon was successfully retracted from the anatomy. Once outside the anatomy it was noted that the stent implant remained on the sds; the stent implant was elongated and unraveled on the balloon. A 4.0 x 23 vision stent was deployed in the proximal lesion and while attempting to advance a second 4.0 x 23 mm vision which did not cross the lesion, the distal vessel became occluded. The procedure was stopped. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Additionally, one fluoroscopy image was received and reviewed by an abbott clinical. The reviewer concluded that the image does not provide enough information to confirm the incident description or suggest a cause for the incident.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: filter wire. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information. The 4.0 x 23 mm rx vision referenced is being filed under a separate manufacturing report number.